Event description:
(B)(4). I was diagnosed with celiac disease in (B)(6) 2014. Although I have remained on a gluten-free, soy fee diet, the digestive issues, excessive flatulence, hair thinning and headaches still remain. I am scheduled to have essure removed via laparoscopy as of (B)(6) 2015. My essure ref# is: (B)(4); lot # 959215.

Event description:
(B)(4). I started experiencing terrible digestive disorders. I began to experience uncontrollable flatulence that occurred every 15 minutes. When I ate, the issue became worse. Along with this I began to experience recurring, disabling headaches and thinning of hair across my hairline.